Event description:
N/a

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings,and investigation conclusions). Corrected fields: d4(version or model #, catalog #, unique identifier (UDI) #). Additional contact information:(B)(6). The distributor had stated at kkuh the fsca can't be completed because the battery maintenance test failed for one of the two (2) batteries. The distributor had stated that the batteries which had been manufactured on the date of 2023 had been failed while the other one which have been manufactured on the date of 2022 had passed the test. And the conclusion is the fsca for this device failed & error remains on the screen. The customer is upset with this result after waiting all this time for the recall to be performed and needs to escalate this issue especially that the test had failed with a new battery. The customer will not accept to let us try many times like what happened in this case, even the same customer still have another 2 units, but they are afraid to let us continue because they don't want to have this scenario again. We need to confirm from getinge if they face this issue before or not, we are referring to performing of a recall. We need to have a maximum information to know how we can proceed in such case, especially that if we face this case again with a customer which owned one machine. Than a getinge field service engineer (fse) had evaluated the unit and carried out to repeat the battery test (with total of 22 hours x3) in order to repeat the battery test (which is needed to complete the recall) finally the test had been succeeded. The equipment had passed all the functional and safety checks in order to meet the factory specifications. H3 other text : device not repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during field service, the cardiosave intra-aortic balloon pump (iabp) can¿t be completed because the battery maintenance test failed for one of the 2 batteries.